Manufacturer narrative:
Product analysis: received in a clear 0.2% glutaraldehyde solution in an explant kit. The flexible band appeared open or relaxed. Glistening off white pannus remained attached to the inflow and outflow aspects of the band. Radiography showed traces of mineralization along the band. Radiography shows no evidence of breaks or fractures along the band conclusion: the analysis of the device noted pannus. Pannus is an inherent risk of implantable devices. The amount of pannus on the device does not suggest that the event occurred at index procedure. Pannus related risks are documented in the risk management files. There is no indication of product quality issue found during the analysis.

Event description:
Medtronic received information that approximately 8 years post implant of this mitral annuloplasty band, the patient presented with a ruptured neochord with a prolapsed anterior leaflet. There was also dilation of the annulus with incomplete coaptation of the anterior and posterior leaflet. The device was explanted and replaced with a bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.